Event description:
It was reported the device took a weird cut on skin left patch untouched. Event timing was unknown as well as if there was any procedure delay or harm/injury. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch has been filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. A review of the device history record will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria a definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).

Event description:
No additional information is available regarding the incident.